Event description:
The customer called and reported the insulin pump alarmed with a battery out limit, and when she took out the battery and put it back in, it would not do a bolus. Customer's blood glucose was 201 mg/dl. The alarm occurred during normal use and it was explained to the customer that this may indicate a loose battery cap. It was advised a replacement battery cap would be sent and to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.